Manufacturer narrative:
The investigation summary below has been updated: investigation summary: based on the information available, product analysis was able to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: a hole perforation causing fluid loss was reported. The balloon component was visually inspected, microscopically examined, and tested for leaks. A white calcified-like substance was identified in the balloon shell. Scaling was observed within the calcified spots. A pinhole leak was identified under the microscope. The balloon was not functionally tested because of the identified fluid leak in the balloon shell. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The foreign matter (fm) was sent for ftir confirmation and appeared to be consistent with calcium phosphate. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) due to a hole in the balloon and fluid loss. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was able to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: a hole perforation causing fluid loss was reported. The balloon component was visually inspected, microscopically examined, and tested for leaks. A white calcified-like substance was identified in the balloon shell. Scaling was observed within the calcified spots. A pinhole leak was identified under the microscope (see attached images) the balloon was not functionally tested because of the identified fluid leak in the balloon shell. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) due to a hole in the balloon and fluid loss. No patient complications were reported.

Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) due to a hole in the balloon and fluid loss. No patient complications were reported.